Event description:
Permanent redness at injection site, loss of correction. The patient was treated with hylaform on 10-nov 2004 to the bilateral nasolabial folds and oral commissures. On 06/2005 the patient returned to the treating physician's office with a loss of correction. At that time photos were taken and the patient chose to be touched up with restylane. One year later the patient called the physician's office to report permanent redness from the hylaform treatment. Following the phone call, the office staff looked a the pictures taken on 06/2006, and noted redness at the nasolabial folds. No further information provided. At the time of this report, the patient has not yet recovered.